Event description:
The certified registered nurse anesthetist reported that the anesthesia delivery set demonstrated retrograde flow through the in-line checkvalve. There were no pt injuries reported.